Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 03/30/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/17/2015 with the following findings:there was no evidence of short battery life or excessive battery usage observed in the pump history or black box data. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery-life issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.